Event description:
It was reported that the universal serial bus (usb) port was not working. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was not able to confirm the reported event. It was noted that the electrocardiogram (ECG) connector was loose and the system fan was noisy.